Manufacturer narrative:
(B)(4). Medical products: unknown knee bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00630, 0001822565 - 2018 - 00631. Remains implanted.

Event description:
It was reported that the patient is experiencing instability, cracking and popping noise accompanied by pain after a right total knee arthroplasty.

Manufacturer narrative:
Based on review of additional information, it was determined that the component was manufactured in a different location. The event will now be reported on medwatch 0001825034-2018-03546.